Manufacturer narrative:
The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
The customer indicated that a death was reported to have occurred, however the device was not being used on the pt at the time. The customer indicated that the device would be returned. As of the date of this report, the device has not been returned to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a f/u report will be submitted.

Event description:
It was reported that the rad-8 unit was not working as it was unable to obtain a reading using different sensors. The unit was then taken out of service by the caregiver. A death was reported to have occurred while the unit was not on the pt. Although it was reported by the caregiver that the rad-8 unit was not working, the mother of the pt indicated that "there was nothing wrong with the unit."